Manufacturer narrative:
Biosense webster inc. Received additional information about the event. It was reported that the patient was a female in her late 70-s. Patient was undergoing a premature ventricular contraction (pvc) ablation with multiple targets. They began mapping on the right side and identified several morphologies. Eventually the physician decided to focus on a target that gave good correlation. As the case was nearing to an end, there was a site from the base of the right ventricular outflow tract which appeared to be consistent with the pvc pattern. Ablation was performed with grams of force averaging around 15 grams. In the midst of this ablation, the physician heard a steam pop and had a large impedance spike and physician immediately came off ablation. There was a rapid drop in blood pressure and the physician started looking for effusion ice confirmed effusion and pericardiocentesis was performed but the bleeding could not be controlled given location and autotransfusion was performed as well as additional blood products. CPR was performed and CT surgery was called. CT surgery and or team had to be called in from home given the time when ablation was performed in the evening. CPR continued until family could be reached and then support was withdrawn, patient expired. Up until the point of the steam pop, there were no issues related to the products used in the case. The patient did not undergo open heart surgery. Transseptal puncture was not performed. After the case the biosense webster inc. Representative reviewed the ablation data and determined that the lesion which resulted in the steam pop was not remarkable with contact force 10-15gr. This event continues to be deemed MDR reportable. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30217844l, and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade and death. During the procedure, a "pop" was heard. The ultrasound catheter showed there was a pericardial effusion. Before the "pop" sound was heard, there was a spike in the impedance, however, the force was within normal parameters. The ablation procedure was stopped and a pericardiocentesis was performed by the physician and an unknown amount of fluid was removed. Auto infusions and blood products were given to the patient in addition to cardiopulmonary resuscitation (CPR). However, the patient expired. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly. In conclusion, during ablation procedure the patient suffered a steam pop that allegedly led to cardiac tamponade and death. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. No bwi device deficiencies nor workflow deviations were identified that could account for this event. However, since the event occurred during use of bwi devices and their contribution cannot be excluded.